Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on may 8, 2021, a patient was receiving an infusion on versed drip (double concentration) 500mg/250ml at a rate of 3mg/hr (1.5ml/hr) that was hung at 18:34 by the dayshift rn. Nurse handoff was done at 19:29, at which time the volume to be infused (vtbi) on the pump was 98.6ml. Per the oncoming nurse, the pump was programmed correctly and was running at 3 mg/hr (1.5 ml/h). At 20:15, the nurse needed help with the patient and was having issue getting another bag of versed as the bag was found completely empty. The pharmacist stated that at the rate the versed drip was going, it was no where near time to issue another bag and the amount that was in the bag was not the amount showing as the vtbi on the pump. The clinicians were unable to account for the rest of versed. Upon realizing that the patient had more than likely received a large amount of versed and was not as responsive as in his previous exams, all sedation was turned off. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log" review only."

Event description:
It was reported that on (B)(6) 2021, a patient was receiving an infusion on versed drip (double concentration) 500mg/250ml at a rate of 3mg/hr (1.5ml/hr) that was hung at 18:34 by the dayshift rn. Nurse handoff was done at 19:29, at which time the volume to be infused (vtbi) on the pump was 98.6ml. Per the oncoming nurse, the pump was programmed correctly and was running at 3 mg/hr (1.5 ml/h). At 20:15, the nurse needed help with the patient and was having issue getting another bag of versed as the bag was found completely empty. The pharmacist stated that at the rate the versed drip was going, it was no where near time to issue another bag and the amount that was in the bag was not the amount showing as the vtbi on the pump. The clinicians were unable to account for the rest of versed. Upon realizing that the patient had more than likely received a large amount of versed and was not as responsive as in his previous exams, all sedation was turned off. There was patient involvement but no harm.